Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system including a lead on (B)(6) 2012. Following the implant procedure, the pt's right leg became paralyzed. As a result, the pt was hospitalized. The pt will remain under home healthcare and physical therapy until fully recovered. No specific diagnostic has been released. No further info is available at this time.